Event description:
Boston scientific received information that following an ablation procedure and during this implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensed noise, high pacing lead impedance greater than 2,000 ohms, low pacing lead impedance measurement less than 200 ohms and low shocking lead impedance less than 20 ohms. The representative was able to replicate the following observations in the presence of electromagnetic interference (emi) source. The caller indicated that the ablation catheter was still in the patient, but the ablater was off. The caller turned the ablator off and backed out the catheter a bit which produces normal measurements. Boston scientific technical services discussed that definitely emi was affecting the pace and shock impedance measurements. The device was successfully implanted. No adverse patient effect was reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.